Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing thresholds had increase when it comes to this right ventricular (rv) lead. It was believed this was due to a micro dislodgement or a patient condition due to the lead tissue interface. An x-ray did not show any obvious change in the lead position. The device was reprogrammed and the patient will be seen back in three months. No adverse patient effects were reported.